Event description:
The customer states that one patient sample generated discrepant architect total b-hcg assay results. See data below. Initial architect total b-hcg = 448 u/l (positive) repeat architect total b-hcg = <1.2 u/l (negative) the negative value was confirmed on another architect analyzer.

Manufacturer narrative:
An investigation was performed in response to the customer's complaint which included a review of the complaint text, the instrument history, and the architect system labeling. The review showed that the architect system operations manual does address component replacement procedures and erratic results including probable causes and corrective actions. The architect system operations manual june, 2007): operational precautions and limitations; limitations of result interpretation: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Service and maintenance: component replacement provides thorough instructions on the procedure to remove, replace, and verify a sample probe. Troubleshooting and diagnostics under observed problems, lists multiple probable causes and resolutions related to the customer issue. In the clinical chemistry total beta-human chorionic gonadotropin reagent package insert, literature is provided describing suitable specimens, results, and the limitations of the procedure. A review of the complaint history for architect isystem over the time period of september 26, 2007 through november 26, 2008 was performed. The review did not find other complaints related to this issue. The customer was not following the recommended maintenance procedures for the replacement of the sample probe. No product deficiency was determined, because the instrument (architect i2000) is meeting its labeling claims. This is a final report.

Manufacturer narrative:
(B)(4). This supplemental report is being filed to add the concomitant product (list #7k78-20). A similar product is marketed in the united states which is list # 6c21.